Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned as the hospital disposed of the explanted items.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: sc-2218-50 model: m365sc2218500 serial: (B)(6). Batch: 7110865.